Event description:
A metafix broach was impacted into the bone; subsequently it became stuck in the femur. The broach could not be extracted proximally during surgery, therefore, a lateral approach was made. Whilst attempting to remove the broach, the femur was cracked.

Manufacturer narrative:
Initial report (B)(4). The device mfg records confirm that all material and dimensional specifications were met. The operative report and post operative x-rays have been supplied and will be reviewed.